Event description:
It was reported the procedure was performed to treat a lesion in the circumflex (cx) into left mail (lm) with heavy calcification and mild tortuosity. The nc trek balloon catheter was advanced to the target lesion and inflated to 10 atmospheres (atm) and deflated without issue, and removed from the patient. After stent implantation, the balloon was re-advanced to the stented lesion. The balloon was inflated 4 more times to 10atm, but after the fourth inflation, the balloon failed to deflate. Multiple attempts to deflated the balloon with an indeflator were unsuccessful. Additionally a syringe was used to deflate the balloon.the balloon was pulled inflated into the aorta and was either partially or completed deflated in the aorta, then was able to be removed from the patient. There was no adverse patient effect and no clinically significant delay in the procedure. No additioinal information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
H6: medical device problem code 2017- incorrect removal. Visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents/complaints from this lot. It was reported that the balloon was pulled inflated into the aorta. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: withdraw the deflated dilatation catheter and guide wire from the guiding catheter through the hemostatic valve. In this case, it is unlikely that the reported violation caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.